Manufacturer narrative:
(B)(4).

Event description:
It was further reported the 70% stenosed target lesion was located in the moderately tortuous superficial femoral artery. Pre-dilation was performed. The eluvia was advanced over a 0.035¿ guidewire and deployment was initiated. The thumbwheel was used until the white arrow displayed after which the pull group was attempted. The procedure was completed with the manual deployment and implant of the stent. Kinks were observed on the catheter.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent partially deployed. A crossover approach was used to access the target lesion. A 7x150 75 cm eluvia¿ drug-eluting vascular stent system was selected for use over a stiff 0.035" non-bsc guidewire and through a 6 fr introducer. Deployment was initiated. After 4 cm, the stent stopped deploying as the thumbwheel became blocked. The white handle was opened and the stent was completely deployed by manually manipulating the middle and inner shafts. There were no patient complications or issues reported.